Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was later reported that the ICD was replaced for routine eri and the patient elected to have the rv lead replaced at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) but was still measuring battery voltage above eri level. It was further reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) and increasing short interval counts (sic) from device check to device check. The ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.